Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results, to correct the device lot number and manufacture date. The user facility did not return the used device to olympus for evaluation. However, the customer did return an unused brand new box of the same model/package lot number (tb-0535fc/sn. (B)(4)) with (B)(4) imprinted on the handles for evaluation. A visual and microscopic inspection was performed on the returned device and found no abnormalities or damage. The devices were then attached to the usg-400/esg-400 with settings at cut 1/ coag 3 and the devices passed the probe check. The probes also generated the high frequency output during seal mode and cut mode inspection using sample tissues soaked with saline, and no breakage or error problem was observed. The user¿s claim could not be duplicated or confirmed since the used device was not returned.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the probe broke off and fell into the patient. The device fragment was completed with a grasper with no abnormal bleeding observed. The surgeon was cauterizing the patient tissue when the breakage occurred. A no error codes were observed on the generator. The generator settings were cut 1/ coag 3. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found.